Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 11:30 pm the patient obtained the blood glucose readings of 70 mg/dl and 87 mg/dl on the reported meter, which he claimed were inaccurately high. The patient took the action of consuming more food and/or a drink. The patient manages his diabetes with insulin taken on a sliding scale. At that time, the patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2013, at 1:00 am emergency services were contacted. Paramedics tested the patient's blood glucose level to be 17 mg/dl, and he was transported to the emergency room. The patient was treated with a glucagon injection. From 2:00 am to 5:00 am, the patient's blood glucose levels were tested to be 70 mg/dl, 30 mg/dl, 104 mg/dl and 174 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after obtaining normal blood glucose readings on the reported meter, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved in this case has passed all testing with no faults found. The patient's test strips have been returned; however, product analysis has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.